Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope had the tip cover burned. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over fifteen (15) years since the subject device was manufactured. Based on the investigation results, distal cover is burnt, could not be identified. Could not specify the root cause of the suggested event. Although it was not possible to determine the cause of the occurrence from the information obtained, it is possible that a high-energy endo therapy accessory was used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the distal end. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿inspection method for the suggested event1 is described in the instruction manual (operation manual) for evis lucera gif/cf/pcf type 260 series ¿chapter 3 preparation and inspection 3.2 inspection of the endoscope.¿ olympus will continue to monitor the field performance for this device.